Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the nozzle. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water and with detergent solution and the nozzle was immersed in detergent solution. The air/water nozzle was wiped/brushed with a clean lint-free cloth, brushs, or sponges. There were no abnormalities in the accessories used for reprocessing. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.